Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group deutschland. Sorin group received a report that the s3 roller pump displayed an error message during set up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Brand name: s5 roller pump. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported failure. The encoder was replaced but this did not resolve the issue. Trouble shooting was performed the issues was traced to a defective motor control board and a defective motor end stage board. Both boards were replaced and subsequent testing did not identify further issues. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Device evaluated on site by livanova rep.

Event description:
Soring group received a report that the s3 roller pump displayed an error message during set up. There was no patient involvement.